Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump would not turn on even after charging for two days and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 250 mg/dl range.